Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead is part of an implanted system that exhibited out of range impedance measurements. During a routine follow-up, the physician noted that the implantable cardioverter defibrillator (ICD) that this rv lead is implanted with delivered an inappropriate shock after interpreting noise as ventricular fibrillation (vf) that was within the programmed shock therapy zone. Also, it was noted that the ra lead (model/serial 4480/(B)(4)) gave an out of range low pacing impedance measurement. This rv lead gave out of range low pacing impedance and shock impedance measurements. Both the ra and rv leads exhibited loss of capture at maximum output. The daily measurements showed that this appeared from (B)(6) 2012. The patient said that he hadn't changed any of his habits during that time, and had not had an MRI test or CT exam. The physician did a radioscopic exam and it didn't show any damage on the leads. A surgical procedure was performed. The leads were tested through a pacing system analyzer (psa) after they were disconnected from the device and they exhibited normal threshold and impedance measurements. Then, the leads were reconnected to the device and measured again, and the result was that they were out of range, as they were before. The device was explanted and replaced with a new device, and the leads were connected. All measurements were very good. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a surgical procedure was performed and this lead was replaced with a new lead. The shock impedance was tested with the new lead and the test results showed that the new lead and device were able to recognize a ventricular fibrillation (vf) and treat it correctly. The issue was resolved. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the ICD indicated that this lead is shorted and remains implanted. A request for additional information about this lead has been made. This investigation will be updated should additional information become available.